Event description:
It was reported that there were contaminated product inside the unit sterile packaging , product with residues adhering to the probe, bubbles with relief formed in the probe in the silicone , deformity in the tip of the probe and hair in the probe, goticulas inside the package in the product consists of (B)(4) boxes of (B)(4) units. It was reported that there were (B)(4) units that were separated due to visual contamination of the product. The product was not delivered to the end customer.

Manufacturer narrative:
The reported event was confirmed as manufacturing related. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure is filter failure. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there were contaminated product inside the unit sterile packaging, product with residues adhering to the probe, bubbles with relief formed in the probe in the silicone, deformity in the tip of the probe hair in the probe, goticulas inside the package, in the product consists of (B)(4) boxes of (B)(4) units. It was reported that there were (B)(4) units were separated due to visual contamination of the product. The product was not delivered to the end customer.